Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of e315 error could not be confirmed. However, the allegation of the switch #1 not working was confirmed and was found to be caused by corrosion; the leak check label was also discolored. The water invasion caused the switch printed circuit board to short out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, there was a 315 scope error when using the evis lucera elite colonovideoscope. The customer also reported that switch # 1 was also damaged. There was no delay in a procedure, no procedure was involved and there was no patient under sedation at the time of the event. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the e315 error reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed temporarily. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event 2 by handling the device in accordance with the following IFU: " when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.